Event description:
It was reported that an angio-seal was deployed. Forty eight hrs later while still in the hospital, the pt experienced sudden pain at the puncture site and a hematoma developed. Hemostasis was achieved surgically. The anchor and collagen were found proximal to the puncture site and discarded.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.